Manufacturer narrative:
A company service rep examined the system. The cables, front panels, l7 and l8 were replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
A nurse reported during surgery, the vitrectomy cutter worked intermittently. There was a 2 minute delay reported. There was no patient impact reported. No samples were retained for eval.